Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2016 for a zygomaticomaxillary complex fracture. As the surgeon was using the thread reduction tool, it snapped in to two pieces and a piece was left in the patient¿s cheek. The surgeon used a competitor¿s instrument to attempt to remove the broken piece from the patient but to no avail. Another reduction tool was readily available but the surgeon was not able to reduce the fracture any further. There was a 15 minute delay in surgery due to the issue. The patient was implanted with an unknown number of plates and screws. It was reported that the remainder of the surgery was uneventful and the patient stable. This report is for one (1) reduction tool. (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.